Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, g1(contact person), h6(component codes).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the iabp fill port hose was off the connector. The fse reconnected it and tested te iabp unit with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure giving an error code 57. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.